Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not require third party assistance or become incapacitated. Customer addressed high blood glucose by giving correction injection by pen or syringe, then contacted technical support, who provided instructions to reset pump for malfunction code and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue happened again, which customer understood.